Manufacturer narrative:
Evaluation results - visual inspection of the returned product found the lens optic torn. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. A cartridge lot number search was performed and no similar complaint found. Conclusions - (no conclusion can be drawn): based on the complaint history, work order and lot number searches and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated the surgeon inserted and removed a cq2015 collamer three piece lens during the same surgery due to the lens rotating in the patient's eye while the surgeon was attempting to position the lens. The lens was removed with no patient injury, no enlarged incision or sutures. The lens was reloaded to be inserted into the patient's eye a second time, but the lens tore. There was no patient contact.